Manufacturer narrative:
Cpi received additional info that the ICD had begun performing automatic capacitor reformations appropriately as noted at the pt's follow-up appointment in june.

Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) has not performed an automatic capacitor reformation for five months. Capacitors should be automatically reformed every 90 days. If this capacitor reformation is not performed on a regular basis, premature battery depletion can result.